Manufacturer narrative:
No belt clip/holster received with insulin pump. The pump was received with blank display after battery insertion due to shifted battery tube assembly. The pump was received with partially broken off casing at battery tube area. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. The pump was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, severely faded serial number label, peeling endcap address label, missing retainer and partially broken off reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10.0 mmol/l at the time of the incident. The customer stated that the pump was dropped and there were 2 cracks on the back of the pump. The product was returned for analysis.